Event description:
Removal of endosseous dental implant. Three implants were placed on 6/4/96 in class iii bone. A sinus lift was also completed using autogenous bone. The implant in site#15 was removed on 3/4/97. The clinician reports that at time of abutment placement (one week prior to implant removal) the implant in this site was observed to be loose. He states that the failure may be due to perforation into the sinus with subsequent connective tissue encapsulation around the implant.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent riks of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.